Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 9 similar complaints have been recorded for gts stem all references regarding pain, malposition, and revision within a year with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent revision due to pain, loosening of the cup and malposition of the stem. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Medical products: delta cer fm hd 036/0mm 12/14 with part# 650-0837 lot# 2015022139, g7 neutral e1 liner 36mm d with part# 010000856 lot# 3527294, g7 bispherical shell 50d with part# 110017331 lot# 3444405. Report source, foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent revision due to pain and loosening no additional patient consequences were reported.